Manufacturer narrative:
Supplement #x medwatch submitted to the FDA on 19/oct/2021. A device history record (DHR) review was performed for reporting purposes. A DHR review was previously requested and performed for lot number af03060 (see attached). The subject product met all specifications and requirements in effect at the time of manufacture. There is one other complaint against this lot number af03060. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 27/sept/2021. A deflated balloon with a significant amount of discoloration, body fluid and fungus on the shell. Under microscopic analysis, the small hole on the shell has jagged edges. The complaint could not be verified as the failures are related to physiological events.

Manufacturer narrative:
A review of the device labeling notes the following: the current orbera intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "bloating, pain, and multiple symptoms" as follows: the physiological response of the patient to the presence of the orbera intragastric balloon system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration, gastric and esophageal perforation, and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera intragastric balloon include: insufficient or no weight loss. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic. Gastroesophageal reflux.

Event description:
Patient was intolerance of adbominal pain and swelling, the balloon was removed safe.